Event description:
In addition, the customer was also having difficulty charging the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery jumped up to 100% quickly after being connected to a power source. Review of pump data by tandem technical support showed the pump battery went from 60% to 100% within 4 minutes. Customer reported blood glucose level was 211 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.